Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 28-jan-2021 to find out customer's condition and to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the glucose readings she is getting with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 312 mg/dl fasting. The customer¿s expected fasting blood glucose test result is 178 mg/dl and below. The customer feels well and did not report any symptoms. Customer reported she had called ems when she had obtained the result of 312 mg/dl fasting the night before; customer also reported she had felt pressure in her head at the time. Ems had arrived 2-5 minutes later and tested the customer's blood glucose using their device and had obtained a result of 217 mg/dl fasting (customer had confirmed she did not administer any medication prior to ems arrival). Customer was not hospitalized, but was advised customer to have meter calibrated. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (stored in the kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).